Event description:
Hospital reported that pouch of convenience kit has an open seal along the side of the pouch thereby compromising sterility. Sample is being returned. Kit was not used on a patient.

Manufacturer narrative:
The kit sample has been returned for evaluation and the reported failure was confirmed. The pouch has been sent to our supplier for evaluation/supplier corrective action request. At the conclusion of the investigation and determination of the root cause, a follow-up medwatch will be submitted.